Event description:
When the md went to use the covidien clip applier, the jaw malfunctioned and was not usable. This occurred during an or procedure. This did not cause any harm to the patient.what was the original intended procedure?laparoscopic cholecystectomy and cholangiogram.device #1is this a laboratory device or laboratory test?no.